Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 08/24/2012. Allergan has received the band portion of the lap-band system, however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the port when it was explanted and it is no longer available for return. Therefore, allergan will not receive the port and no analysis or testing will be done on the port to confirm the taper type. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported a lap-band port explant and replacement. The physician noted difficulty accessing the port under fluoroscopy and the pt reported being "dissatisfied with weight loss." It was reported that the port was discarded. A year later, the band associated with this record was explanted without replacement due to the pt being "dissatisfied with weight loss." The pt was converted to a sleeve gastrectomy.